Event description:
The report received by the sales representative indicated that the demo unit of a 6mmx15cm powerflex pro pta catheter is in his possession as a demo unit, but is not labeled on pouch as ¿not for human use.¿ "this is being submitted as a complaint per instructions from cordis quality, because lot was intended as a demo lot but not adequately identified." The lot was not sterilized. The device was not used in the patient. The device will be returned for inspection.

Manufacturer narrative:
Photos of the failure point were provided. Visual inspection of the pictures is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: a demonstration unit of a 6mmx15cm powerflex pro pta balloon dilatation catheter is not labeled on the pouch as ¿not for human use¿. The lot was not sterilized. The device was not used in a patient. Initial analysis was performed from photographs supplied. A box and one pouch are shown in the photos. On the front of the box and pouch can be observed the outer label and inner label of lot # 15617883, catalog # 4400615x. On the back of the box can be observed one ¿not for human use¿ label. On the pouch, it was observed that the ¿not for human use¿ label was not placed onto pouch. No other issues were noted. The device was returned for analysis. One non sterile catheter powerflex pro 6mmx15cm 135cm balloon dilatation catheter was returned. However only the balloon dilatation catheter was returned, not the packaging, pouch, and box. No damages were observed in the device. A device history review (DHR) of lot 15617883 revealed no anomalies or non-conformances that can be associated with the reported complaint. The event reported by the customer as ¿packaging/pouch/box- labeling incorrect - injury possible: (peripheral)¿ was confirmed by the received pictures as it was noted that the ¿not for human use¿ labels were not placed onto the inner pouch. The exact cause of the missing label could not be determined during the analysis and is being evaluated as part of a risk assessment.

Manufacturer narrative:
Please note the complaint device was returned for analysis. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.